Event description:
The customer reported the system shut down without command during a procedure. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The operator interface and systems interface boards were replaced. The system was then fond to be operating as intended.